Manufacturer narrative:
Nothing is being returned for evaluation; complaint devices discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying reason for the reported issue. At this point in time, no corrective or further action is warranted.

Event description:
Our rep is reporting that during an arthroscopic knee procedure, the surgeon observed metal shavings falling into the patient's body with the use of two reamers; a 6mm acorn reamer and a 6mm fluted reamer. All of the debris was removed and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility. Also see associated MDR 1221934-2011-00034.